Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this pacemaker was part of the system extraction due to right ventricular (rv) lead had trapped in tricuspid leaflets. The pacemaker was explanted. No additional adverse patient effects were reported.